Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy in 2009. Prior to the procedure, the motor was making a loud noise, problems with alignment were noted, and the disposable hand piece was difficult to connect. A second motor drive unit was used to successfully complete the procedure with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 02/19/2009. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.